Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot cpbc60, conformed to the specifications when released to stock on the 12th march 2013. No root cause could be determined as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt to the patient with sah. The initial setting pressure was 120mmh2o and doi is unknown. In (B)(6) 2015, the patient¿s condition did not improve and it was noted ventricular enlargement though the setting pressure was changed after the patient hit the head near the implanted valve hard. The surgeon suspected the breakage of the valve and replaced only the valve with the same new product at 30 mmh2o on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.